Event description:
The clinic reported that a laser vision correction patient presented for enhancement evaluation and corneal ectasia was diagnosed in right eye with loss of best corrected visual acuity (bcva). Patient had lasik surgery on both eyes back in 2007 followed by enhancement on (B)(6) 2008. Bcva right: distance: 20/30 (pre-op 20/20). Left: distance: 20/15 (pre-op 20/20). Patient reported blurry vision right eye more than left eye for a few months. Had exam in 2012 and had mild prescription (rx) but doctor said didn't need glasses.

Manufacturer narrative:
Device available for evaluation - yes. Initial reporter. Phone # (B)(6). Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.